Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they were not able to clear alarm and rewind not possible. Customer stated that insulin pump had been in water. The device will not be returned for analysis.